Event description:
It was reported that the compressor malfunctioned and caused the ventilator to fail the flow transducer sub-test during the performed pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. During service, our field service engineer found the connected compressors standby check valve malfunctioning. The standby valve was replaced and the compressor was returned to service after functional tests. The reported event could not be confirmed from the received device logs as the test and event logs did not cover the reported date of event. The returned standby valve was installed in a reference compressor and connected to a ventilator. The used compressor started to deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected again. Two days of compressor driven simulated use test ventilation and 3 successful pre-use checks followed without any issues. The conclusion is that the returned standby valve worked according to its specification during the investigation. What caused the compressor fault and the reported flow transducer test failure during pre-use check could not be established.

Event description:
(B)(4).